Manufacturer narrative:
Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device showed signs of overheating. It was determined that this would cause the motor to shut off. It was also observed that the console device displayed and e6 error code (handpiece overheating warning). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device stopped working. There were no delays to a scheduled surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.